Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller fault alarm was confirmed with the data retrieved from the returned system controller (serial #(B)(6)). Analysis of the data revealed a controller fault alarm was captured on 21jan2024 at 8:50:17 and remained until the device was put into sleep mode at 9:40:44. The alarm activated because the measured voltage value of the backup battery was above the limit threshold (12.5v) resulting in a backup battery fault code. Of note, a test 11v backup battery was used for functional testing as the device was not returned with a 11v backup battery. The returned device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. The controller fault alarm could not be reproduced. A root cause of the controller fault/backup battery fault captured in the log file could not be determined through this evaluation. Device history records indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5, ¿alarms and troubleshooting¿ all alarm conditions are addressed. This includes system controller fault alarms to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Under section 2, ¿the system controller self test¿, the system controller self test is loud and bright. All of the lights, symbols, and sounds come on and ¿self test¿ appears on the screen. Also under ¿how your heart pump works¿, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿. Heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 3, ¿powering the system¿, describes steps when connecting to the 14v battery clips. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the system controller fault alarm resolved after the first exchange. The display issue on the new controller did not resolve, and the system controller was exchanged again. The patient was stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patients system controller showed a controller fault alarm and the system controller was exchanged. The new system controller was noted to have display issues and partly functioning, yet still supplying the patient with power. A system controller exchange was suggested. Reference regulatory report MFR # 2916596-2024-00818.